Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while the pump was outside in 90 degree weather. The customer was disconnected from the pump at the time of the alarm. There was no reported impact to blood glucose. The customer reverted to using insulin injections for insulin therapy.